Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that about a week ago they went to the hospital because they weren't feeling well. The patient said they had some x-rays done while they were in the hospital, including an x-ray of their back. A couple of days after that the patient began to experience fecal and urinary incontinence. The patient noted that saturday was a horrible day because their anus had a rash. The patient mentioned that they kept getting the sensation to poop all the time, and they weren't finishing pooping. The patient said their anus felt weird and was very, very hurt from wiping. The patient added that they could barely make it to the bathroom when they needed to urinate. The patient mentioned that they called the manufacturing representative (rep) but did not leave them a message because their daughter remembered how to make an adjustment to therapy settings. The patient's daughter was on the line as well, and mentioned that on saturday they tried different programs and increased the amplitude, but the patient was feeling stimulation mostly on their tailbone and not in the bicycle seat area. The patient's daughter said they changed the patient back to the original program. The patient denied experiencing any falls or trauma prior to this event. The patient was redirected to their healthcare provider to further address the issue. The patient said they will call the rep.